Event description:
As reported on (B)(6) 2013, pt of unk age and gender presented for an endovenous laser procedure. When the treating physician opened the sterile packaging of the device, it was noted the fiber had fractured in the package. The device was set aside, and a new of the same was used to successfully complete the procedure. There was no pt harm or injury due to the event as the fractured device did not come into contact with the pt. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specs. The results of the device eval will be sent via a f/u medwatch. (B)(4).